Manufacturer narrative:
Date of event: hip replacement surgery: (B)(6) 2016. Event was also reported as (B)(6) 2016 ("about 6 months ago).

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's ins was moving which caused discomfort. As a recent medical procedure that could be related to the issue, the patient had a left hip replacement in (B)(6) 2016. The ins moving issue was noted as starting in (B)(6) 2016 ("about 6 months ago") the patient did not have a managing healthcare professional (hcp) for the issue and they were provided with physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had an appointment scheduled for (B)(6) 2017. No further information was reported.